Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "deflation".

Event description:
Healthcare professional reported a right side deflation. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side "hole in valve".

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases flat and delamination total of the valve leak test and microscopic analysis was performed which identified: delamination total of the valve. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure). Additional, changed, and/or corrected data: b.5., d.9., h.3., h.6.